Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any difficulties experienced with the cs40g device in the initial surgical procedure? Did the tissue width at the site of contour transection lay evenly within the jaws? What was the tissue condition at the site of the contour use? Was the contour device difficult to close? Was the contour device difficult to fire? Was the distal transection completed in one or multiple firings of the contour device? Were there any staple formation issues identified? Was a leak test performed? If so, what was the result? How was leak identified? What was observed at the site of the leak upon reoperation? Was the site of the leak at the transverse staple line from the contour device or circular cdh33a staple line? Were there any issues noted with staple formation at any point throughout the care of the patient? Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that the patient was submitted to megasigmoid rectosigmoidectomy due to chagas disease. During surgery, a rectal closure with a contour stapler and a colorectal anastomosis with circular 33 were performed. He presented a colorectal anatomic dehiscence at the 6th postoperative day. The patient was reopened and the patient was colostomized and is with medical follow-up.